Manufacturer narrative:
The technician found a sticking down hi/low button on the side rail power control board. The technician replaced the side rail power control board to resolve the issue.

Event description:
The technician alleged that the whole bed goes down by itself. No pt impact.